Manufacturer narrative:
The insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The pump functioned properly. There was no delivery anomaly was noted. The pump was received with a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damage on the insulin pump includes a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he went into diabetic ketoacidosis and went to the emergency room on (B)(6) 2016. Customer's blood glucose was 800 mg/dl at the time of the emergency room visit. Customer's blood glucose was 567 mg/dl at the time of the incident. Customer was treated with an insulin drip. Customer's blood glucose is currently 283 mg/dl. Customer had a severe runny nose and began to feel nauseous. Customer reverted to manual injections and discontinued using the pump. Customer was wearing the pump at the time of the emergency room visit. Customer visited his doctor on (B)(6) 2016 and was advised to continue using the insulin pump. The high pressure test was performed and the pump failed the test. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.